Manufacturer narrative:
The tech investigated and found the bed operating properly. The account did not have hbsw kits on the siderails.

Event description:
The account alleged, a pt became entrapped between the head and foot siderails. The pt was getting up unattended to go to bathroom and all of the siderails were in up position. There were no injuries just redness on pt's skins.